Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found dents and scratches on the gold plating and a dent at the distal end, cracked lens in the objective window, and debris in the optical. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, had a cracked lens. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue was caused by excessive use. Olympus will continue to monitor field performance for this device.